Event description:
It was reported that in (B)(6) 2015, the patient was having frequency and leakage. During the day, the patient was going to the bathroom every hour and had to get up 3 times at night. When the patient had to go to the bathroom, the ¿pulse got so hard it hurt.¿ program 4 was reportedly the most effective, but the patient had to turn it up so high and still was not effective. As a result, the programs were reprogrammed. The patient was having accidents so she checked her device and her stimulation was off, alleging that the stimulation turned off by itself. This occurred in (B)(6) 2015 along with loss of therapy. The patient also experienced stimulation in the foot in (B)(6). The patient was programmed the day prior to the report, but stimulation was painful so she decreased stimulation to 1.4 volts. However, stimulation was bothersome on the pelvic floor. X-rays taken showed everything was fine. Program 1 was not effective for symptom control, so the patient was going to change to program 2. Additional information received reported that the patient was still having issues, such as leaking, and they wanted to replace the device, however no surgery was planned. The effectiveness was not the same and the ¿impedance was not as good as it was.¿ follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09ftx, implanted: (B)(6) 2013, product type lead. (B)(4).